Event description:
On (B)(6) 2011, pt's mother calling in regards to infusion set recall. Mother reported, pt experienced pain when inserting the infusion set and would pull it out and the infusion set cannula was bent. Mother stated, pt would have an elevated blood glucose, correct it and then change her infusion site again. Mother reported pt's blood glucose is normally around 130 mg/dl. Mother stated, pt would take a correction with the pen on the 2nd time she received an elevated blood glucose. Mother reported the pt would receive readings in the 300-400 mg/dl. Mother stated, the pt did have an infection and was on antibiotics. Mother reported, the pt smelled insulin and would have some wetness at different times. Mother stated when the pt pulled out the infusion set cannula was bent. Mother reported, the out of the 1st box the pt had 4 times when she noticed the infusion set cannula was bent. Mother stated with the new box it has happened twice. Pt uses the insertion assist plug device. Mother reported, the pt would change the infusion set at night and the next morning will notice that her blood glucose is elevated. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.